Event description:
The customer is reaching out and states the lower step 5 og tp aligner broke her tooth as she was removing the aligners on the lower left side, cust stated going to see dds today. The customer states not wearing the upper aligners as they never fit. I will ask for more info and ask for a copy of the prognosis findings stating if she is cleared to continue with tx. Cust only has one molar as an anchorage on both sides with fillings present, so this could be a compromised filling that gave out. Will ask for a photo of upper step 1 for eval and determine if troubleshooting steps will help the fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.